Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive pacing was observed due to undersensing of r-waves. Patient was asymptomatic. Device remains implanted. No further information available.